Event description:
Additional information received reported that the cause of event was generator exhausted/battery depletion. It was noted that the issue was related to high settings. The patient experienced nausea and vomiting due to the event. The implantable neurostimulator was replaced on (B)(6) 2013.the patient outcome was noted as no injury. No hospitalization was required. The patient had a follow up on (B)(6) 2013 and she was ¿doing much better.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that they planned to replace the battery on (B)(6) 2013. The battery lasted only 1.5 years. The patient was looking for a healthcare provider who specialized in their device. It was later reported on (B)(6) 2013 that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 435135: serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).